Manufacturer narrative:
Follow-up #1: date of submission 5/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/28/2016 with the following findings: pump powers with returned battery cap to a dim discolored display. .

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.